Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local areas sales representative indicated the emergency room physician did not make any device programming changes due to the patient not being completely compliant to their medications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving inappropriate anti tachy pacing (atp) and six shocks due to supraventricular tachycardia (svt). Therapy was exhausted. Aicd detection enhancements were on, however the ventricular rate was greater than the atrial rate. In a review of the electrogram the atrial sense markers appeared to be one to one. A boston scientific technical services consultant discussed options of obtaining an x-ray to assess the right atrial (ra) lead position or to consider reprogramming the ra sensitivity and increasing the rate cutoffs. To date, there have been no adverse patient effects reported.